Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead was explanted and replaced due to extracardiac stimulation. The patient was in stable condition.